Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following weight loss, the patient experienced pain at the ipg site due to migration. Surgical intervention was undertaken wherein the ipg was repositioned to resolve the issue.